Event description:
A malfunction alarm was reported without any notable prior events. There was no reported impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which successfully resolved the issue, allowing continued use of the pump. Technical support advised on further contact if the issue recurs, and the customer acknowledged this guidance.